Manufacturer narrative:
Analysis found coring/tears/cuts in the seal of the sc connector. Difficulty with removing the sc connector led to an explant. Product ID: 8711, lot# n081666010, product type: catheter; product ID: 8578, lot# n146682, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: n146682, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 21-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that during a normal replacement for battery depletion the sutureless connector (sc) was noted to have tissue in it and the hcp was unable to remove the sutureless connector from the pump. The hcp tried multiple methods and was unable to remove the sc so they had to cut the catheter and apply a new sc. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.